Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/10/2017 with the following findings: during investigation, there was no moisture/corrosion found in the battery compartment. There was no damage found to the battery compartment or the returned battery cap. The returned battery cap is able to fully tighten to the pump and power on. The black box showed usual fluctuation of voltage. The pump current draws were measure within specification. A ¿battery life¿ issue was not duplicated during testing. The pump cover was removed and there was no evidence of moisture or lose components found inside the pump. The complaint was verified in the history but could not be duplicated during testing. (B)(4).